Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the electric pen drive device ran by itself. It was further determined that the device was auto running. It was further determined that the device failed pretest for check function with test hand switch, check function with foot pedal and check with test bench and record results. It was noted in the service order that the device was functioning intermittently ¿on/off¿ when it was connected to the handswitch and console devices. The device was used with the hand switch device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.